Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had consistent no delivery alarms during basal and bolus. Blood glucose value was 172 mg/dl. The customer stated they had called several times in the past. Customer tried different infusion set types, insulin was not expired or denatured, sites are rotated and cannula was not bent. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed prime, excessive no delivery alarm and displacement tests. No unexpected excessive no delivery alarm. However, the insulin pump was received with minor scratched lcd window and cracked case near the display window corners.